Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after missing a meal announcement on the ilet, with blood glucose rising from 119 mg/dl on waking to a peak of 225 mg/dl approximately 45 minutes after breakfast and then trending down after education to allow the system to correct. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, no alerts for severe hyperglycemia, no medical intervention, and no assistance from others. Investigation included user interview, review of device use history, and troubleshooting and education focused on meal announcement practices. Investigation of this case revealed a confirmed missed meal announcement with device function otherwise consistent with design. It was concluded that the event was attributable to user-related operation with no device malfunction identified.